Event description:
Related manufacturer report number: 2135147-2019-00049. On (B)(6) 2019, a 25mm amplatzer cribriform occluder was successfully released and implanted following a push-pull test. Two hours following the procedure during the postoperative tte, the device was confirmed to have embolized. The device was retrieved percutaneaously with a snare. The defect was sized again with an amplatzer sizing balloon and a 20mm amplatzer cribriform occluder was released and implanted following a push-pull test. After the device was released this device also embolized and was retrieved percutaneously with a snare. The physician believes the patient's anatomy contributed to the embolizations. The patient will be referred to the cardiac surgeon and is reported to be stable.